Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was at 300 mg/dl the night before and when waking up, he was still high and treated with a bolus but blood glucose went up to 400 mg/dl. Current reading is 380 mg/dl. During troubleshooting customer stated he was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. Blood glucose was over 500 mg/dl. The customer experienced vomiting, stomach ache and headache. He was treated saline drip. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. The customer removed the site and found that the needle cover was still on and the cannula was bent. Customer was advised to change the entire infusion set, reservoir and insulin.